Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, resistance was met during insertion of the 26mm commander delivery system and valve through the 14fr esheath+ at the partially expanded portion. On fluoroscopy, the valve tines were observed to be bent. The devices were all removed, and a new set of devices were used. The new valve was successfully implanted. Per pre-deco findings, the sheath was punctured. Per report, an additional 1.5cc were used. The patient was 344lb, so the team needed an extra long needle to access the arterial vessel. The valve tine bent was related to the patients bmi, and needed an extra long needle to get access. The angle of insertion was steep.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: the valve frame was distorted at the inflow and outflow. There were four struts bent outward at the inflow side. The valve was returned with the esheath, and a strain relief puncture was noted on the esheath. There is a liner tear observed under the strain relief, which aligns with the strain relief puncture. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: the patient's access vessel had presence of tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was confirmed based on returned device. Available information suggests procedural factors (high push force, insertion angle) likely contributed to the event. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Additionally, a puncture was observed at the strain relief on the esheath, with an underlying liner tear directly beneath it. The alignment between the liner tear and the strain relief puncture indicates that the puncture was likely caused by interaction with the bent valve tines. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.